Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a lead replacement procedure, this lead when placed presented out of range measurements. This lead was attempted to be repositioned and placed, however helix issues occurred making the lead unable to placed. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead is not expected for return and analysis. Should updated information become available, a follow up report will be provided.